Event description:
It was reported that insertion of passport was difficult. Inserter was difficult to load and tried in different ways and when they did finally get passport into joint, it was evident that material had split and torn. Flange (patient end) split and torn off during insertion. On retrieval of cannula, parts of the material were left in patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. At this time the cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. If the device is returned and additional information is obtained from the evaluation, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. Device has not yet been received.